Manufacturer narrative:
Clarification to device MFR date: june 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event in the right eye described as "despite the yag to the internal portion of the xen and any maneuvering at the slit lamp, it remained occluded." Patient was taken back into the or, "dissection around the stent was easy and did not show any sign of tenons adhesions. Once it was freed, it was still not flowing. [Hcp] took a 10-0 nylon and threaded the suture through the xen into the ac, and as soon as pulled out, it started to flow." Events resolved. Patient had diffuse bleb and iop of 14 mmhg on post-op day 1. Device remains implanted.